Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent open abdominal surgery for an incisional hernia. As reported, the patients hernia was repaired with a bard/davol large oval kugel patch, reference number (B)(4). It is alleged that several years later the patient presented with a recurrent incisional hernia. As reported, the patient underwent an open repair of her recurrent incisional hernia with a bard/davol small oval kugel patch, reference number (B)(4). It is alleged that several months later on (B)(6) 2014, the patient presented to another hospital with a chronically infected abdominal wall mesh. As reported, the patient underwent an open surgery to remove the mesh. It is alleged that during the procedure, it was noted that a "piece of bowel that was imbedded in the mesh and therefore, became necessary to resect a small segment of small bowel due to expected embedment of mesh into the bowel. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide the correct brand name and 510k number for the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct date of implant for the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. Addendum #1 to the initial report. This supplemental emdr is being sent to provide the correct brand name and 510k number for the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Corrected field: d1, g5, updated fields: g1, g4, g7, h2, h6, h10. Addendum #2 to the previous report. This supplemental emdr is being sent to provide the correct date of implant for the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Corrected fields: d6, updated fields: g1, g4, g7, h2, h6, h10. Addendum #3: this is an addendum to the previously emdrs submitted to report additional information found in medical records provided. Based on the additional information received, it is unknown to what extent the device may have caused or contributed to the reported event, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device identify infection, fistula, adhesions, and recurrence as possible complications. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection may require removal of the prosthesis." Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (corporate lot no, expiry date), e3, f12, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the composix kugel mesh (device #2). An additional supplemental emdr was submitted to represents composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent open abdominal surgery for an incisional hernia. As reported, the patients hernia was repaired with a bard/davol large oval kugel patch, reference number (B)(4). It is alleged that several years later the patient presented with a recurrent incisional hernia. As reported, the patient underwent an open repair of her recurrent incisional hernia with a bard/davol small oval kugel patch, reference number (B)(4). It is alleged that several months later on (B)(6) 2014, the patient presented to another hospital with a chronically infected abdominal wall mesh. As reported, the patient underwent an open surgery to remove the mesh. It is alleged that during the procedure, it was noted that a "piece of bowel that was imbedded in the mesh and therefore, became necessary to resect a small segment of small bowel due to expected embedment of mesh into the bowel. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated recurrent incisional hernia and underwent open repair with implant of composix kugel hernia patch (device #1). Per the operative report details, ¿an elliptical incision was made encircling the previous surgical scar in the epigastric area extending to the umbilicus. The hernia defect measured approximately 6 inches. Lysis of adhesions was started. A 5x7 cm composite mesh (composix kugel patch) (device #1) was placed. (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia, thereby underwent repair with implant of composix kugel hernia patch (device #2). As per the op-notes, ¿an elliptical incision was made including the umbilicus in the middle of incision. Adhesions to the undersurface was cleared by sharp dissection as well. A composite mesh (composix kugel patch) (device #2) was placed deep to the fascia and peritoneum.¿ (note: there is no visualization of device #1) (B)(6) 2014 - patient was diagnosed with wound infection and underwent drainage. (B)(6) 2014 - patient was diagnosed with chronically infected abdominal wall mesh, wound and ventral hernia, thereby underwent exploratory laparotomy incisional hernia repair procedure, mesh excision and debridement. Per the operative report, ¿the abdominal fistula sites were then infiltrated. The patient had 2 large incisional hernias. At this point we tediously dissected the small bowel and mesh from the abdominal wall requiring greater than 1-hour adhesiolysis. There was a piece of bowel that was imbedded in the mesh and therefore, became necessary to resect a small segment of small bowel due to expected embedment of mesh into the bowel. After the mesh was explanted, it then became necessary to enlarge the abdominal incision further to incorporate an additional hernia that was identified. Large sub fascial mesh was encountered. The mesh was removed after mobilizing the two lateral abdominal wall flaps. There was additional mesh that was well incorporated and not removed. The ventral hernia was repaired.¿ (note: based on the anatomical location it appears like the device #2 has been explanted)